Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: per (B)(4), customer reported having a high blood glucose value. High was treated with a bolus from the pump. User then went to the emergency room on (B)(6) 2025 for a blood glucose of 26.9mmol/l. Customer felt sick, unwell, and had a headache. Insulin was given via the pump in the hospital. Customer had the flu. Per current case, the app was not working during the high blood glucose event. Helpline assisted with pairing the pump to the mobile device and the issue with the app was resolved. Troubleshooting was done for the app. Customer declined further troubleshooting for the high. Pump was used within 48 hours of the high. Per carelink, smartguard was not used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucoses and the app was not working. The customer reported blood glucose value of 26.9 mmol/l. The event involved product(s) mmt-6101. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), emergency medical services (ems)/ambulance/emergency room (ER) visit. Troubleshooting was performed for loss of connection between pump and mobile device and issue was unresolved. No further patient complications were reported. No product return is required for mmt-6101.